Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that when placing the catheter and finishing with flushing the catheter the silicone membrane does not close. There is blood return even after flushing with 60 ml saline. The catheter has to be taken out and a new one placed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking solo valve is inconclusive because the clinical conditions could not be replicated. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation of the returned catheter revealed blood use residues throughout the returned device. A functional test of charging the catheter with water using a 12 ml syringe and suspending the catheter upside down revealed no leaking occurred from the solo valve. However, because clinical conditions could not be replicated, it could not be determined whether the valve leaked during use of the device. Therefore, the complaint of a leaking solo valve is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.